Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges the piston rod retreated on its own and the cartridge became half full of air; patient alleges pump is delivering a lower quantity of insulin. No adverse event reported. Requested return of the alleged device for evaluation.